Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for these lot numbers on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts it was not possible to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure using healicoil sa pk 4.5mm w/2 ub-bl, cbrd bl the anchor lost resistance and broke, coming out of the joint. The broken pieces were removed from the patient and no hole was left empty without device. There was a procedural delay of 15 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.